Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tubeo-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and there is a crack around the reservoir compartment. Customer's blood glucose was unknown at the time of incident. No further information was provided by customer or by troubleshooting.